Event description:
Home patient (hp) reports a 2240 alarm during automated peritoneal dialysis treatment. The hp disconnected the pt line of the homechoice set from the transfer set by mistake. Treatment was discontinued and restarted with new supplies. No pt injury or medical intervention is reported by hp or rn at unit.